Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed to open in the middle of the procedure. The customer stated that there was no patient harm and delay during the issue. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer 3 failed to open due to a foam on drawer's sensor. The drawer was recovered and preventative maintenance was performed on the device. The system functioned as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d4 UDI, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-feb-2022 to 23- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer 3 failed to open due to foam on drawer's sensor. The drawer was recovered, and preventive maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed to open in the middle of surgery, it got stuck and did not open. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.